Manufacturer narrative:
The received device had the cannula deployed. The cannula measured the correct full length according to specification and did not appear bent/kinked. The download data showed an 0x1c alarm generated, indicating that pod has reached expiration time and ran for 80 hours. Generation of the alarm stopped the delivery of insulin. The formed needle was visible through the exposed portion of the soft cannula. Linkage assembly was also not fully retracted from the external view. After opening the pod, score marks were found on the underside of the top housing, caused due to the misalignment between the linkage assembly and the top housing, causing the formed needle to not fully retract.d4 - serial no changed from blank to (B)(6). D4 - unique identifier (UDI) # changed from ((B)(4). To (B)(4).

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached between 19 to 20 mmol/l (342 to 360 mg/dl) while wearing the pod between 36 and 48 hours. The pod was removed and the cannula was noted to be bent. A new pod was applied to treat the hyperglycemia.